Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant falsely depressed calcium results is an instrument malfunction. A siemens healthcare diagnostics customer service engineer was dispatched to the site to preform repair procedures.

Event description:
Falsely depressed calcium (ca) results were obtained on multiple patient samples. Patient results were not reported to physicians. The samples were retested on an alternate dimension vista instrument and higher results were obtained and reported. Patient treatment was not altered or prescribed on the basis of the falsely depressed ca results. There was no report of adverse health consequences as a result of the falsely depressed ca results.